Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b. Adverse event/product prob, the impact codes (2) (h6) in section h. Device manufacturers only, and device codes (1) (h6) in section h. Device manufacturers only.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced frequent non-sustained ventricular tachycardia (nsvt) which led the crt-d to deliver anti-tachycardia pacing (atp). However, atp attempts did not capture. The crt-d delivered shocks to convert the rhythm. At times, shocks were delivered after the rhythm had already converted. A total of 10 shocks were delivered. Follow up was recommended to review the device. The patient was admitted and given medication. This crt-d remains in service. No additional adverse patient effects were reported. Additional information received detailed that the patient with this crt-d experienced a ventricular tachycardia (vt) storm. Moreover, captured was confirmed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced frequent non-sustained ventricular tachycardia (nsvt) which led the crt-d to deliver anti-tachycardia pacing (atp). However, atp attempts did not capture. The crt-d delivered shocks to convert the rhythm. At times, shocks were delivered after the rhythm had already converted. A total of 10 shocks were delivered. Follow up was recommended to review the device. The patient was admitted and given medication. This crt-d remains in service. No additional adverse patient effects were reported.